Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first successfully installed on (B)(6) 2009 and performed to specification, alongside random manual power ons, up to (B)(6) 2015. An increase in voltage during this time suggests a further pad-pak was installed. The device exceeded a ten minute power up during this time suggesting an in range patient impedance. Multiple manual power ups of ten minutes duration were recorded in the device memory between (B)(6) 2015 and the (B)(6) 2016. The pad-pak was removed and reinstalled on two occasions for periods up to 5 weeks during this time. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.